Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2021. Troubleshooting was performed and found that the cause of death was due to cardiac arrest, possible seizure. The health issues or illness that may have contributed or led up to passing: diabetes/ medications and initial onset or timeframe of health issue or illness was not known, the customer was hospitalized due to cardiac arrest. The blood glucose level at the time of death was unknown. The customer was wearing the pump at the time of passing. The customer using the pump within 48 hours of the reported event and its unknown whether its in auto mode at the time event. The customer will discontinue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer passed away (due to cardiac arrest and possible seizure) and returned pump for an alleged was hospitalized for low bgs/cardiac arrest found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history file noted during testing. The pump passed the screen test, led test and tone test. However, the pump failed the vibration test. The pump was unable to vibrate during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 12-dec-2021, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 12-dec-2021 listed on smart solve. Daily total collection start time = on (B)(6) 2021 00:00:00.000. Daily total of all insulin delivered = 0. Daily total of basal insulin delivered = 0. Daily total of bolus insulin delivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 12-dec-2021 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 14:28:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found corrosion on the power connector/vibrator assembly. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on pcba 1, pcba 2, force sensor and motor assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued self test. The pump successfully vibrate during the self test. Vibrate anomaly was confirmed due to corrosion on the power connector/vibrator assembly. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted energizer max alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 12-dec-2021 listed on smart solve and the days prior to the event date. On (B)(6) 2021 daily total of all insulin delivered = 51. On (B)(6) 2021 daily total of all insulin delivered = 43.575. On (B)(6) 2021 daily total of all insulin delivered = 24.425. On (B)(6) 2021 daily total of all insulin delivered = 13.125. On (B)(6) 2021 daily total of all insulin delivered = 0. On (B)(6) 2021 daily total of all insulin delivered = 0. On (B)(6) 2021 daily total of all insulin delivered = 0. On (B)(6) 2021 daily total of all insulin delivered = 0. On (B)(6) 2021 daily total of all insulin delivered = 0. On (B)(6) 2021 daily total of all insulin delivered = 0. Unable to verify customer alleged for low bgs. Vibrate anomaly was confirmed due to corrosion on the power connector/vibrator assembly. During visual inspection, slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.